Event description:
A us distributor reported that a patient was experiencing adjust belt/ check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages/check therapy pad messages) has been confirmed. Upon investigation the electrode belt ecgs were unable to recognize. The cause for failure was isolated to ECG "c&d" cable was shorted. The root cause for the shorted cable could not be positively identified. No adverse event resulted from the damaged belt.